Event description:
Deployment gun failed to cut anchor free from insertion post. Surgeon cut post with another instrument. Contact at the hospital reported that the problem experienced did not adversely affect the case. No pt injury occurred.